Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60) and a non-penumbra sheath. During the procedure, while retracting the ace60, the physician fractured the distal length of the ace60 within the patient. The physician then used a stent device and a snare device to retrieve the fractured segment of the ace60, without success. The physician decided to leave the fractured part of the ace60 in the patient. The procedure ended at this point. The patient was in the intensive care unit (ICU) but was then discharged in stable condition.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 01-jul-2025. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system ace 60 reperfusion catheter (ace60) confirmed a fracture at the distal end. Evaluation revealed stretching proximal to the fractured location, indicating that the device was stretched prior to fracturing. If the ace60 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The distal fractured segment was not returned for evaluation. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the distal length of the ace60 fractured within the patient. The physician then used a stent device and a snare device to retrieve the fractured segment of the ace60, without success. The physician decided to leave the fractured part of the ace60 in the patient. No additional information was provided regarding the completion of the procedure. The patient is currently in the intensive care unit (ICU).